Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Intermittent button response was noted on the up arrow button due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly and weak battery alarm. Customer's blood glucose was 148 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. Customer was advised tha the device would replaced and agreed to return for product analysis.